Event description:
It was reported that a black particle was observed in the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received and an evaluation is complete. A visual inspection was performed and found embedded particulate matter in the patient line tubing (degraded tubing material which is a cosmetic defect). Functional tests including self-test and priming was performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.